Event description:
The manufacturer received information that a trilogy evo o2 device screen turned off suddenly while the device was operating on the battery. There was no occurrence of a corresponding alarm. The ventilation stopped for a few seconds. After that, the screen started up, and the device operated. The device was then replaced the device with a backup one. There was no harm reported. The device was returned to a service center for service. An inspection was conducted; however, the reported issue did not recur and could not be verified. Furthermore, a review of the error logs revealed no entries indicating a device reboot or other anomalies. An investigation into the system events on the day the issue occurred confirmed that no button-press logs were recorded following the power-off event at 13:33:03 on april 14. Although the root cause could not be definitively identified, it is conceivable that a temporary control glitch may have triggered an unexpected reboot or similar event; therefore, the system printed circuit assembly (pca) and display pca were replaced. Replaced parts: system pca (l250929025), display pca (l251027018) a final test, battery check, valve check, and running test were performed, along with a general cleaning, confirming that the device is functioning normally. The software version was updated from 1.06.10.00 to 1.06.15.00.

Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.